Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having visualization of particles, respiratory tract irritation, and inflammatory response from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having visualization of particles, respiratory tract irritation, and inflammatory response from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. During the evaluation initial power-up issue was observed. The devices sound abatement foam and power management board need to be replaced to address the issues. No repair performed due to the device not needed for inventory. The unit will be scrapped.